Manufacturer narrative:
Upon reassessment of the reported event, it was determined this device is being reported on 0001822565-2018-01307. This report should be voided.

Manufacturer narrative:
(B)(6). Concomitant medical product: persona tibial articular surface provisional, cat#: 42517400510 lot#: 62690895; persona tibial articular surface provisional, cat#: 42517000707 lot#: 62256279. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05843, 0001822565-2017-05844, 0001822565-2017-05845.

Event description:
It was reported that during inspection of instruments to send for surgery that the tibial articular surface provisionals were found to be broken. No adverse events have been reported as a result of the malfunction.